Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient developed infection at the battery site. Symptom of minimal discharge was noted. The infection was not device nor procedure related. The patient had a surgical washout and was placed on antibiotics. The patient was reportedly doing well.